Manufacturer narrative:
The manufacturer concluded that the root cause was associated with the mora interface / opmi head not being installed correctly by a zeiss field service engineer (fse) per installation requirements. The opmi head was not installed and seated flush with the mora interface causing it to come loose and fall.

Event description:
It was reported that the head of the extaro 300 became detached from the mora interface. The head was caught by the doctor and no injuries occurred.